Event description:
It was reported that during a follow up exam, the physician performed an echocardiogram and the patient exhibited a ventricular tachycardia (vt) episode with 240 beats per minute for 42 seconds and the patient felt dizzy. Once the vt was terminated, the physician interrogated the device, however the episode was not stored. The physician questioned why the episode did not store in the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).